Event description:
Burns occurred [thermal burn]. Only 2 heat cells were hot so that burns occurred which needed treatment [product quality issue]. Case description: this is a spontaneous report from a contactable pharmacist. A patient of unspecified age ethnicity and gender started to receive thermacare heatwrap (thermacare lower back and hip). Lot number h21003, expiration date jul2016. The patient medical history and concomitant medications were not reported. The patient experienced only 2 heat cells were hot so that burns occurred which needed treatment on an unspecified date with outcome of unknown. The action taken in response to the event for thermacare heatwrap was unknown. Additional information has been requested and will be provided as it becomes available. Company comment: based on temporal association and known safety profile of the product, there was a reasonable possibility that the reported event of burn was associated with thermacare lower back and hip.